Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was using alternate insertion site. The dexcom g5 mobile continuous glucose monitoring system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/17/2016 and confirmed the reported loss of connection. No additional patient or event information is available.